Event description:
On (B)(6) 2012 the pt reported that the up button of the infusion device is working intermittently. The issue began 2 months ago. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.